Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) may had been programmed incorrectly, leading to adverse patient symptoms, including hospitalization. The patient stated not feeling well, upon which a device interrogation was done which identified that lv output was the same as his pacing threshold. The local area sales representative confirmed that after checking thresholds and diaphragm stim in all configurations, the lv lead was re-programmed to provide biv pacing. A subsequent interrogation was done, at which time it was confirmed that all the leads were functioning appropriately. No changes were made to the device system. There have been no adverse effects, no product performance issues, no malfunctions and no missed beats.